Manufacturer narrative:
Additional gore® tag® device included in this report: tgu454520j/15556608. (B)(4).

Event description:
On (B)(6) 2017, underwent surgical revascularization of the aortic head vessels. On the same day, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu454520j/15556608 and tgu454520j/15654268 ¿ it is unknown which device was implanted proximally/distally) to treat a thoracic aortic aneurysm. The procedure was reportedly completed with no evidence of endoleak. On an unknown date, a follow-up computed tomographic angiograph reportedly identified a distal type I endoleak. According to the report, the distal landing zone was large in diameter and adequate seal could not be achieved with a 45 mm endoprosthesis. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby two additional 45 mm conformable gore® tag® devices were implanted distal to the existing endoprosthesis to treat the distal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.